Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: locking: trauma /unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. D4: UDI: as the lot & serial number for the device involved in the event was not provided, the full UDI is currently not available. Without the lot number DHR cannot be performed. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(6) 2024, the patient underwent an unknown surgery with philos. The surgery was completed successfully without any surgical delay. After surgery, one of the locking screws perforated the bone head. On (B)(6) 2024, the locking screw was removed. No further information is available. This report is for one (1) unk - screws: locking. This is report 1 of 1 for complaint (B)(4).